Event description:
New information states that programming changes were made. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited oversensing. Reprogramming settings were recommended and the patient would continued to be monitored.